Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the perforation of the aorta is unknown but may be related to the mechanisms above. The pvl was believed to be caused by the aortic perforation into the rvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, five days after the implant of a 29mm sapien 3 valve by tf approach in the aortic position, a perforation of the aorta at the level of the valve ring, at the location of the ncc towards the rvot, was discovered, causing mild pvl. One pod 11 an attempt was made to close the defect percutaneously and also plug the pvl. Unfortunately these attempts were unsuccessful. A plan was made to surgically close the defect but the patient became hemodynamically stable, with no complaints. The surgical intervention was cancelled. The patient is checking his hemoglobin levels are checked weekly and is doing fine.

Manufacturer narrative:
Clarification of the events has been requested and the investigation is ongoing.

Event description:
As reported by the edwards european affiliate, five days after the implant of a 29 mm sapien 3 valve by tf approach in the aortic position, a perforation of the aorta at the level of the valve ring, at the location of the ncc towards the rvot, was discovered. One pod 11 an attempt was made to close the defect percutaneous also the aoi. Unfortunately these attempts were unsuccessful. The patient became hemodynamically stable and his hemoglobin levels are checked daily.